Event description:
It was reported that during a tubal ligation procedure, the device jaws would not open when clamped on tissue. The jaws were sticking to tissue as well. An additional trocar needed to be placed to help remove the device. The procedure was completed with another device of the same product code. There was no pt consequences.

Manufacturer narrative:
Could not confirm the customers complaint of jaws not opening. The jaws of the device open and close smoothly no resistance felt. The shaft fully rotates. Jaw width or opening meets spec. The forceps was connected to generator, device activated and coagulated as designed. Very slight sticking to the tissue observed during long coagulation. No info was provided as to the type of generator or setting used during the case.